Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on (B)(6) 2020: lot 184747: (B)(4) items manufactured and released on 2-oct-2018. Expiration date: 2023-sep-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one other similar reported event.

Event description:
The patient came in after 1 year and 5 months from the primary for a post-op appointment and the surgeon observed that the acetabular shell was not well fixed within the acetabulum. The surgeon decided to revise the patient and revised the shell, liner, and femoral ceramic head. The surgery was completed successfully.